Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported sheath bend/ kink was confirmed. Difficulty inserting into the anatomy could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report additional information was received. The device was partially inserted into the artery, but could not be advanced far enough to deploy the needles. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the proglide device did not enter the artery, an angiogram revealed the sheath was bent. The proglide device was removed from the patient anatomy. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The sheath was upsized to 21f and the tavi procedure was completed. The successfully preplaced sutures of two proglide devices were used after the procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is in- training in the use of the proglide device. No additional information was provided.